Manufacturer narrative:
(B)(4). Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient reported she experienced discomfort at the ipg site and in addition, she stopped using the scs system because she was able to obtain pain relief by non-scs interventions. The patient underwent surgical intervention to explant her entire scs system in (B)(6) 2015. The exact date of explant is unknown.